Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was stuck and could not be removed from the cardiac resynchronization therapy defibrillator's (crt-d) connector. The setscrew was also no longer present in the device header. The lead was ultimately removed after further effort and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device reportedly had fluid in the connector.